Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure performed on an unknown date. According to the complainant, the balloon tip broke off. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device revealed that the c-channel was shredded near the proximal bond, and the distal tip was detached from the device. The tear in the c-channel is consistent with the use of excessive force when removing the guidewire. It is most likely that the c-channel tore and subsequently the tip detached upon catheter removal from the endoscope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure performed on an unknown date. According to the complainant, the balloon tip broke off. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.